Manufacturer narrative:
(B)(4). Date of event: unknown, not available. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that one cartridge, model 1mtec30 burst. No patient harm reported and no further information available.

Manufacturer narrative:
Device evaluation: the cartridge 1mtec30 model was returned at the manufacturing site in a plastic bag. Visual inspection at 10x microscope magnification showed residues of viscoelastic ovd (ophthalmic viscosurgical device) in the cartridge tube, tip, indicating that the device was handled and prepared for surgical use. A crack was observed at the tube and tip sections. The customer's reported complaint was verified. Manufacturing records review: the manufacturing process record was evaluated. There were no non conformances, discrepancies or deviations for similar issues that were found during the manufacturing record review. During the manufacturing process the operators check the neck, tube, and tip areas of the cartridge for cracks, melting, roughness, dent, bent tips or smash conditions. No cracking or stress marks are allowed. The manufacturing record review and related documents revealed the cartridge was manufactured and released according to specification. Labeling review: the directions for use (dfu) for the cartridge was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint was verified. All pertinent information available to abbott medical optics has been submitted.